Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during surgery, the rubber insert broke apart. Patient was not affected and surgery still went well..

Event description:
It was reported that during surgery, the rubber insert broke apart. Patient was not affected and surgery still went well.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant signs of extensive usage evident by appearance of worn-out surfaces & scratch marks. The center blue plastic part of the received device was broken, inner threads are damaged indicating towards improper usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a combination of wear, unintended use and majorly design related issue. A design change is in progress to avoid that the issue occurs again. If any further information is provided, the complaint report will be updated.